Event description:
Event description guidant received information that the implantable lead and the implantable cardioverter defibrillator (ICD) has noise on the rate/sense and shocking channels resulting in inappropriate shocks. Noise could be reproduced with isometrics. An x-ray of the implant site noted a kink in the proximal coil. It was also reported that the lead stimulates the patient's pectoral muscle at times.